Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer stated that their blood glucose was 26 mmol/l, which they treated with the insulin pump, with 7.0 units of insulin. The blood glucose decreased to 23 mmol/l, and the customer was taken to the hospital by their spouse. The customer stated that the insulin pump was disconnected from them at the hospital. When the infusion set was removed from the customer's body, the cannula was bent at a 90 degree angle. The insulin pump passed the self test. The alarm history was checked and there were multiple no delivery alarms present. The screen of the insulin pump was very scratched and it was somewhat hard to read. But there were no other cracks. The drive support cap was normal. Since the customer did not have hemostat, the high pressure test was not performed. At the time of the phone call, the customer's blood glucose was 5.6 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.